Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the active blade broke off the device. The blade fell into the patient, but was able to be retrieved with graspers. The case was completed with no adverse consequence to the patient.